Manufacturer narrative:
Findings: button error alarm and no button response due to corroded keypad traces. Moisture damage found on the lcd board. No unexpected numbers ramping/scrolling on their own noted. Pump received with cracked display window corner, battery tube threads, reservoir tube lip, belt clip slot, minor scratched display window. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error due to exposure to moisture. The customer's blood glucose level was 161 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.